Event description:
During surgery, it was noticed that the implants had a different slope than the provisional instrumentation.

Manufacturer narrative:
This report will be amended when our investigation is complete.